Event description:
The customer reported to baxter (B)(4) of an administration solution set in which the roller clamp is damaged. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. The opened sample arrived in the original packaging. A visual inspection revealed that a molded part (roller clamp) of the set was cracked. The reported condition was confirmed. The root cause was not determined. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.